Event description:
During routine testing of the device in the service center, the service technician reported that the main 12v stand-by battery failed the manufacturing test and only lasted 21 minutes. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.